Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the order was not displaying properly. A technical support specialist (tss) identified that the displayed time was ahead of the dose due to multiple removals that had not yet reached the future task warning threshold. The tss emailed relevant information and reports to the customer. Permission was given to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication order was not displaying properly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.